Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2016 that on (B)(6)2016 the receiver input does not respond. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The receiver log was reviewed and screen error alarms and firmware errors were observed. Functional testing could not be performed because of the "call tech support" error. The reported event of receiver input does not respond was confirmed during log review. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.